Event description:
Received an electronic report of an event that stated "when IV iron was attached the entire med port fell off." A call was placed to this unit for additional information of this event. The reporter stated "the medication port completely separated from the line when the syringe was attached to it." The nurse attached the syringe to the medication administration port located on the bloodlines to infuse the medication when the whole port or line fell off the lines. As a result, this patient did lose approx 250 ml of blodd. The patient was not symptomatic from this blood loss and no further intervention was required. A new set of treatment lines were set up on the dialysis machine and the treatment was resumed. The patient safely was able to complete the dialysis treatment with no further ill effect. A sample is available. The patient continues dialysis at this outpatient clinic.